Event description:
Report received of an overdelivery of a lasix drip. The customer reports that the patient was to receive lasix 100mg in 100ml normal saline at 10cc/hr. The drip was hung at 1700. The pump alarmed (alarm unspecified) at 1815. The clinician noted that the bag was empty and turned the pump off. The settings were verified and reported to be correct at 10cc/hr. The pump was removed from the patient. The physician was notified but it was unknown to the reporter if orders were received. No report of adverse patient effect. Additional patient information was requested, but no further information was available.